Event description:
It was reported that the ilet stopped displaying cgm glucose values and would not enter pairing despite multiple attempts, consistent with a failure to read the cgm input signal, and the issue was associated with the device¿s firmware; the user continued in blood glucose run mode. Symptoms included hyperglycemia. Outcomes included a delay to therapy without lasting health consequences. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a new or unknown interferent could not be ruled out, the problem involved failure to read the input signal, and the affected component was firmware. It was concluded, based on previously established findings for similar reports, that the cause was unable to exclude a device problem.

Manufacturer narrative:
Initial.